Event description:
A customer observed negatively biased troponin I results for a patient sample on the vitros eci system. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.